Event description:
Customer reported that he was hospitalized due to high blood glucose and stomach flu. Customer stated that the blood glucose reading was high and went to the hospital for assistance. Customer stated that he was messing around with his insulin pump setting and it got messed up, also the time and date are incorrect. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.